Event description:
A nurse reported that a pt admitted to the intensive care unit on (B)(6) 2013, had a cardiac/respiratory arrest during hemodialysis treatment on (B)(6) 2014. Treatment had been delayed on this same day due to the pt's hypotension (systolic blood pressure 60's) and hypoxia (o2 saturations low 80's%). The pt had acute respiratory distress syndrome and was on maximum ventilatory support (imv 30, fio2 100%, pc 30, peep 20), levophed drip at 30mcg/min, was severe fluid overloaded and was hypoxic prior to beginning hemodialysis. During treatment the pt became hypotensive, bradycardic and quickly went asystolic. Maximum vasopressors were administered and the acls protocol was initiated.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. The following mdrs are related: 2937457-2014-00229, 1713747-2014-00063, 8030665-2014-00166, 1225714-2014-00449 and 1225714-2014-00450.